Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed power error. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power error due to connector resistance electrical board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had power error detected alarm. The customer¿s blood glucose level was 160 mg/dl at the time of the incident. Customer reported they were able to clear the alarm and was able to rewind the pump. Customer stated that the notification light did not stopped flashing immediately. Customer stated the insulin pump error reoccurred. Troubleshooting was performed. The insulin pump will be returned for analysis.